Manufacturer narrative:
Customer reference number: (B)(6).

Event description:
It was reported that the patient experienced an injection site reaction. The reporter thought that the nodule was noticed upon removal of the cannula. The incident was not serve enough to the point where medical intervention was required. No further complications were reported in relation to this event.